Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that the pod was not working properly causing symptoms of sore joints, slurred speech, and high levels of potassium. The patient was treated with an intravenous (IV) for insulin and saline. The patient was discharged 3 days later. The dates remain unknown as the patient does not recall.